Event description:
Tc from pt stating her pump batteries are getting very hot in her curlin pump even with the new pump that was sent out this month. She has to let the batteries cool down before she can remove them. She has gone thru a half box of batteries already as they are getting depleted very quickly. Vna has not been in the home to see this issue occur as she connects to tpn at 8pm. She states sometimes she can infuse without an issue but for the most part its an everyday issue with the batteries getting very hot and she thinks the pump might catch fire. Advised will reach out to the proper dept to discuss and will call her back with update. Thanks exchanged. FDA safety report ID # (B)(4).